Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation with saline mentor smooth round moderate profile 275cc breast implants and experienced deflation on the left breast implant and asymmetry on the right breast implant. The healthcare professional confirmed the deflation on (B)(6) 2018. In addition, the tissue appeared to be growing in valve of the left and right breast implants. As a result, the patient had undergone removal and replacement with saline mentor smooth round moderate profile 250cc breast implants on (B)(6) 2018. This medwatch is for the right breast implant.

Manufacturer narrative:
On 05/24/18, it was reported to mentor that the device history record review is in progress. Once completed, a supplemental report will be submitted. The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(6). Concomitant products: saline mentor smooth round moderate profile 275cc, catalog number 3501640, lot number 1010115, serial number (B)(4). Manufacturer¿s reference number: (B)(4).